Event description:
The customer called about an error that he received, while trying to test his blood glucose. While troubleshooting, he performed control tests and received 2 results of "lo." The normal control range was 98-136 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement strips were sent to the customer.